Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The left side frame was returned for evaluation, and subsequent testing verified the complaint. The frame had a broken weld at the bottom rear. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Left side frame broken where back cane connects.